Event description:
Hyaluronic acid-induced inflammatory arthritis [arthritis]. Case (B)(4) is a serious spontaneous case reported in a medical journal by physicians in united states. This report concerns a (B)(6) male who experienced hyaluronic acid-induced inflammatory arthritis during treatment with intra-articular sodium hyaluronate (sodium hyaluronate) solution for injection, 3 injections, for osteoarthritis from an unknown start date to an unknown stop date. On an unknown date, the patient experienced hyaluronic acid-induced inflammatory arthritis, which was medically significant. The patient had received 3 injections with a hyaluronic acid derivative in both knees. His baseline osteoarthritic right knee pain remained unchanged, but left knee pain and swelling was progressively worse after each injection. The patient denied any fevers, abdominal pain, back pain, high-risk sexual behavior, eye redness, blurry vision, sick contacts, or tick bites. Joint examination showed crepitus in the right knee, no redness, swelling and normal range of motion. Left knee showed a moderate effusion, mild erythema, and warmth with reduced range of motion; consistent with inflammatory arthritis. Laboratory test results revealed a normal complete blood count, kidney and liver function, sedimentation rate, and c-reactive protein. Lyme antibody, rheumatoid factor, anti-cyclic citrullinated peptide antibody, and urine for chlamydia and gonorrhea were negative. Synovial fluid showed 15,147 white blood cells with 70% neutrophils, 25% monocytes, and 5% lymphocytes. Crystal analysis, gram stain, and bacterial and fungal culture were negative. A diagnosis of probable hyaluronic acid-induced inflammatory arthritis was made and the patient was started on a third nonsteroidal anti-inflammatory (nsaid), meloxicam, without any significant benefit. Over the course of the illness, the patient had also been injected with corticosteroids and received oral corticosteroids without any relief. The patient was started on sulfasalazine and dose was up-titrated to 1000 mg twice a day. Patient noted significant improvement and return to baseline within 3 weeks. Blood work for drug monitoring revealed leukopenia, thus sulfasalazine was stopped. Patient was treated for a total of 8 weeks. Repeat counts 4 weeks later were normal. He has sin ce been off scheduled nsaids and sulfasalazine, and he remained symptom-free over a 6-month follow-up period. There are multiple case reports of hyaluronic acid-induced inflammatory arthritis. The frequency of such reactions is unknown, but is believed to be rare and the reaction itself is believed to be mild. There are no clear treatment guidelines available. Case reports suggest that patients usually respond to nsaids and/or corticosteroid injections. Given the temporal relationship of symptoms to hyaluronic acid injections, absence of another diagnosis, a reaction to hyaluronic acid was the likely cause of the monoarticular inflammatory arthritis. Action taken to hyaluronic acid was not applicable (treatment was completed). On an unknown date, the outcome of hyaluronic acid-induced inflammatory arthritis was recovered. The patient`s medical history was significant for hypertension, hyperlipidemia and reflux disease (from unknown start date to unknown stop date). The patient`s past drug therapy was significant for celecoxib (from unknown start date to unknown stop date). The following concomitant medication was reported: simvastatin, omeprazol and indomethacin (from an unknown start date to an unknown stop date). At the time of reporting the case outcome was recovered. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: related. This ae occurred in united states and concerns the medical device sodium hyaluronate. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive/ because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.